Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed lesion being treated was located in the calcified and moderately tortuous, proximal right coronary artery. The physician implanted a 3.50x12mm promus element stent in the target lesion. Upon removal of the unspecified guide wire, it became stuck, possibly in a calcified lesion. A non-bsc catheter was advanced to retrieve the guide wire, however the catheter became deep engaged and deformed the implanted stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: as the unit has not been returned, a technical analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is caused by other device.